Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that the patient had their implant replaced because he had a lot of problems with sleeping because it started vibrating. The patient said they replaced implant with one that did not vibrate (non manufacturer product). No further patient symptoms or complications were reported in this event.